Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken retention dome was confirmed, but the cause of the damage was unknown. One 20 fr ponsky non-balloon replacement tube was returned for investigation. Evidence of use was observed on the returned sample. Residue was observed within the gastrostomy tube and the dual port feeding adaptor. The dome material was discolored. The color varied from yellow to dark brown. A separation of the dome material from the peg tube was observed. A portion of the dome material remained attached to the tube. It is possible that excessive force was applied during insertion and/or removal of this device and that the dome material was weakened or stretched beyond its elastic limits. The angle of removal could also be a potential contributing factor. The complainant indicates the retention dome broke when exchanging the feeding tube. The product IFU provides the following guidance to prevent damage to the tube during removal. During the traction removal procedure, pull the catheter parallel to the stoma tract. Do not pull catheter laterally at an acute angle to the stoma tract. Doing so will apply a force greater than intended for the design and may result in damage to or separation of the dome. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported that the internal dome fell into the patient's stomach. The dome was retrieved with a snare. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the internal dome fell into the patient's stomach. The dome was retrieved with a snare. No patient injury was reported.